Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis the day after she received the replacement. It was stated that the customer had manual injections, but she was not able to control her glucose level and eventually the paramedics were called. Stated that the hospital brought her blood glucose down. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.